Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing which caused inappropriate therapy and resulted in therapy exhaustion. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.